Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked, rendering approximately half of the display unreadable and prompting replacement of the device. Symptoms included no reported adverse clinical effects and blood glucose reportedly unaffected. Outcomes included the user¿s continued insulin therapy management with a replacement pump and continued cgm use with a compatible application. Investigation included verification of device identifiers and return logistics, user guidance to shut down the device to prevent further alerts, and instructions regarding data not transferring to the replacement. Investigation of this device revealed a damaged display assembly consistent with physical damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was user-related mechanical damage to the touchscreen/display.